Event description:
It was reported that one day post implant of the right ventricular (rv) lead, the lead had perforated. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.